Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 13-1064-1229 was confirmed. ¿ received on 03-nov-2025, lvp device was received unboxed and with paperwork. ¿ when connected to a test pcu error code 13-1064-1229 appeared at power up due to the incorrect serial number. The correct serial number was flashed, and the unit was able to obtain channel ID. ¿ device to be returned to (B)(6) repair center for processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd (B)(6) repair center. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 13-1064-1229. There was no patient involvement.